Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient experienced a bent cannula event on (B)(6) 2026, which led to a blood glucose level of 326 mg/dl and the infusion set had been in use for 1 day. The patient performed a manual correction. No further information available.